Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient wasn¿t feeling stimulation on one side from the lower lead since a door closed right on the lead area. The patient reported that the pain returned and there was a bruise at the lead site. The patient stated they had an appointment on (B)(6) 2017 at their healthcare provider (hcp). The patient was able to increase stimulation in program 2 on group b and he patient reported this helped. The patient reported the issue was resolved. No further complications were reported.